Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was observed to have issue of number 3 key inoperable. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be #3 key inoperable which requires keypad replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device number 3 key was inoperable . No additional information is available.